Event description:
The patient was undergoing a thrombectomy procedure using an indigo separator 5. After successful aspiration of the thrombus, the separator 5 was removed from the patient. Upon removal, the physician noticed the separator 5 had become stretched and the distal bulb was not attached to the wire. The indigo system cat5 was removed and flushed with saline. The missing bulb was flushed out of the catheter with thrombus. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital discarded the device.